Event description:
The accounts maintenance stated that the screws holding the left foot siderail cover in place are stripped out. The siderail will latch in the up position but it is loose.

Manufacturer narrative:
The technician found the left foot siderail was loose and the mounting screws stripped. He replaced the siderail to repair the bed.